Event description:
On (B)(6) 2011, the lay user/patient's mother contacted lifescan (lfs) alleging that the patient's onetouch ping meter displayed an "error 1" message. On (B)(6) 2012 the medical surveillance specialist (mss) contacted the patient by phone and reached the patient's mother: (B)(6) for additional information. The reporter stated that on (B)(6) 2012, the patient had "the flu" and had been vomiting. The reporter advised that the alleged product issue began on (B)(6) 2012 at 05:30am when the patient attempted to use the subject meter after changing batteries and obtained an "error 1" message . The reporter stated that the patient manages her diabetes with an insulin pump. She further stated that when the issue began the patient used her backup meter as the only change to her diabetes routine. It was reported that no symptoms developed due to the meter issue and it was further stated that the patient received no treatment due to the product issue. During troubleshooting, the cca confirmed the patient was not using the subject meter for the first time. Replacement products were sent to the patient. There is no indication that the product caused or contributed to an adverse event. The patient's symptoms began prior to the start of the product issue and were reported to be not related to the meter issue. In addition, the patient did not receive any form of medical intervention. However, this malfunction is being reported because, the issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k082590.